Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 99% stenosed target lesion was located in the severely tortuous anterior tibial artery. A 1.2mm x 15mm x141 cm fg coyote fc (emerge) balloon catheter was advanced for dilation. However, on the second inflation at 9 atmospheres, the balloon was ruptured. The procedure was completed with another of same device. There were no patient complications reported.